Event description:
The customer reported via telephone call a hospitalization two weeks prior. The blood glucose reading was over 600 mg/dl at the time of the incident and the customer recalled a dry mouth as a symptom she experienced. The customer declined to troubleshoot for high blood glucose. She stated that she had a blood glucose reading of 463 the morning of the event and was unable to bring it down. The customer treated with a bolus and changed the set and the issue was not resolved. She stated that there were no bends in the cannula. She was treated with an IV drip at the hospital. The customer was advised to take extra supplies as well as a tubing clamp so that she could call back to perform the high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.